Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified 1st diagonal. A 10 mm x 2.50 mm wolverine coronary cutting balloon was used to dilate the lesion and on the first inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a non bsc different size device successfully. No patient complications were reported in relation to this event.